Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient had an ams spectra implanted on (B)(6) 2012. On (B)(6) 2013 the device was removed and replaced with an inflatable penile prosthesis due to "poor penetration and penetration problems," with the spectra device. No additional patient complications were reported.